Event description:
It was reported on (B)(6) 2014 trio trauma surgery was performed. At the end of surgery, when the surgeon tried to remove a connector adapter from an offset connector, initially the surgeon was unable too. The surgeon however did the final tightening of the offset connector and noticed that the set screw of the offset connector was worn. Eventually the surgeon was able to remove the offset connector and complete the surgical procedure.

Manufacturer narrative:
Method: device not returned; results: the most likely cause of the reported event was determined to be galling between the locking nut and the connector head. However, because the device was not received this cannot be determined conclusively. Conclusion: the customer reported event of the trio connector adaptor locking nut jamming pre-op was not confirmed via correspondence with the international contact. Furthermore, no device was received for evaluation, so functional testing could not be performed. The customer reported event occurred during inspection, so no patient was involved and no harm was reported. Material analysis was performed on a similar investigation sample and it was determined that galling was the cause of the seizure of the locking screw. Additionally, no manufacturing defects were observed during the analysis. Furthermore, manufacturing records were reviewed and no issues were identified.

Event description:
It was reported on (B)(6) 2014 trio trauma surgery was performed. At the end of surgery, when the surgeon tried to remove a connector adapter from an offset connector, initially the surgeon was unable too. The surgeon however did the final tightening of the offset connector and noticed that the set screw of the offset connector was worn. Eventually the surgeon was able to remove the offset connector and complete the surgical procedure.